Event description:
The physician was working on the pt for a total shoulder procedure when his splash shield popped off his forehead and landed in the surgical site. The surgical site was flushed with betadine solution and this was followed by rinsing with antibiotic, 0.9% nacl. The physician had made his incision but had not made any cuts on the bone. The site was closed and pt was rescheduled in a week providing no infection. The shield did not have any staples on the straps.